Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the "call service" message and several event codes logged in the memory. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the device prompted "call service". The "call service" message is an indicative of a critical malfunction that would inhibit the device from delivering defibrillation therapy. There was no report of patient involvement with incident.